Manufacturer narrative:
A ge representative evaluated the system and found the system intermittently would not detect the hard drive. Customer has not given approval for repair. (B)(4).

Event description:
The customer reported the system will not complete boot up. No pt injury was reported.